Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown, therefore no device evaluation or batch review could be performed. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter?s global technical service center requesting assistance with starting over with new supplies while on the homechoice machine during drain 2. The home patient (hp) stated that he disconnected earlier and then reconnected, but then realized that his patient line was not capped off while he was disconnected. The technical service representative advised the hp to end therapy and start over with new supplies and contact the nurse. On (B)(6) 2010, product surveillance followed up with the nurse who stated that the patient was in the clinic yesterday and never mentioned the incident to her. The nurse stated that she will review proper disconnection procedures with the patient. The nurse stated that the patient is still performing peritoneal dialysis. No medical intervention or patient injury was associated with this report.

Manufacturer narrative:
(B)(4). This complaint is for a report of the patient disconnecting and not capping the patient line. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.